Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio (ln 304244): 1.9, 2.0, inratio (ln 297452); 5.9, lab: 4.63. Testing was performed within an hour. Pt's therapeutic range: 2.5-3.5. Pt self tester changed his dose and began taking lovenox on (B)(6) 2013; his inratio result was 1.9. A correlation was done using pt self tester's inratio strips (lot #304244) and meter (no serial # provided); wife's inratio strips (lot #297452) and meter (no serial # provided); and lab. Pt called back with the following results: date: (B)(6) 2013, inratio(ln 297452): 2.8, doctor's meter: 4.9. Results obtained within an hour of each other. Tech service suggested customer wait for new strips to arrive and perform another correlation to wife's strips and the lab.

Manufacturer narrative:
Investigation pending.